Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: additional information was requested, and the following was obtained: ¿ when was the suture detached/pulled off from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. H3, h6 investigation summary: the product was returned to ethicon for evaluation. Two sutures and two needles were received for analysis. Product code vcp493h. The swage and attachment area were noted as expected during the visual inspection of the needles. The barrel hole of the needles was examined under magnification and remnant suture was noted. The sutures were examined, and the ends were observed to be broken. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. A photo was provided showing one winding former with a needle and one used suture inside the plastic bag. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.